Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial broach handle will hold a stem trial.

Manufacturer narrative:
Functional examination of the submitted device with a retained mating instrument confirmed that the device will not retain a mating device. Visual examination of the "o" ring component found deformation and wear. The condition of the "o" ring does not allow enough force to secure a mating instrument. The deformation and wear of the "o" ring is indicative of heavy usage. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code 217863109 did not find any additional reports of "broach not holding the mating instrument". The root cause is attributed to device wear from normal use and servicing. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The tibial broach will not hold a stem trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.